Manufacturer narrative:
The 3.0 liter reservoir involved in the incident was discarded at the hospital and was therefore not available for investigation. A video provided by the user facility confirms the reported leak from the bottom of the reservoir, however without the ability to investigate the device a root cause of the leak cannot be determined. A review of past complaints indicates that there have been no other complaints related to this lot number. No trend has been identified for this type of issue. It was reported that there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a report from the user facility about a 3.0 liter reservoir and reported the following: "blood leaked from the bottom port of the reservoir while using the large set. The exact part could not be confirmed. The kit was discarded on site."